Event description:
The lpii comes in 2 sections that slide together and connect. In a number of cases, including once on a pt, the machine seemed to lose partial connection and would not pace or syncronize cardioversion, although on visual checking no problem could be detected.